Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced via a left lateral thoracotomy procedure. It was also noted that the patient is participating in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.